Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a shunt in a mildly calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status was good.